Manufacturer narrative:
Site declined to provide patient information. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. No parts/devices have been returned to manufacturer for analysis.

Manufacturer narrative:
Further information was received: the driver's tip broke off in the screw head while the surgeon was trying to remove one of the old screws from a prior surgery. According to the medtronic representative present during the surgery, the surgeon applied lots of force on the driver. The surgeon tried to remove the broken driver's tip from the screw head, but it was not possible. As the broken tip was not preventing the adhoc placement of the rod, the surgeon decided to leave it in the screw head. Correction: changed from malfunction to serious injury. Per in situ observation the tip of the driver completely sheered off due to a large amount of force used as the patient had very hard bone.

Event description:
A medtronic representative reported that, while in a procedure, the surgeon was not able to navigate the screws as their solera 5.5./6.0 driver was damaged at the tip. Navigation continued for all other instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No details were provided as to how the damage occurred.

Manufacturer narrative:
Additionally, it was reported that the surgeon used a medtronic "t" shaped handle in order to take out the screw. The device was not received by the manufacturer for analysis so a definitive conclusion could not be reached. As no lot number was provided, a review of the device manufacturing records was not possible. Based on the reported event, the most likely root cause of the physical damage was excessive force applied to the instrument while attempting to remove an old screw that had bonded to bone. The instructions for use (IFU) that accompany the device contain the following warnings to mitigate potential damage to the driver: "warning: the device is a precision surgical instrument. With precision instruments, excessive force, beyond the design strength of the instrument, can be caused by even simple manual overloading. Do not use the instrument as a prying or levering device. Do not implant the instrument. Exercise caution when inserting large diameter and/or long screws into hard bone to help. Avoid screwdriver deformation." "Warning: prior to use, examine the device components for damage, deterioration, deformation, and abuse. Do not attempt to use any instrument that appears to be bent or otherwise damaged. Abandon the use of any device damaged during the procedure. See the maintenance inspection testing instructions in this document to determine if the device is suitable for use. If defects are found, do not use the product. Contact medtronic navigation." A review of the design history found that the driver is made of 455 stainless steel. Based on a toxicological risk assessment of the material in the device, this type of stainless steel is comparable to medical grade stainless steel that has been used clinically for over a century in surgical tools and permanent implants including bone fixation, replacement joints, heart valve components, coronary stents, and skull plates. The potential health risk resulting from exposure to a fragment of the device is considered to be negligible.